Manufacturer narrative:
The customer contact indicated that the device was discarded. A representative device from the same lot is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a separation. The male adapter of an unspecified primary tubing set was connected to the clave port of the extension tubing set and was being used to deliver an unspecified medication, at an unspecified rate. The option-lok male adapter of the extension tubing set was connected to the female adapter of the patient¿s internal jugular catheter. The customer contact reported that after the delivery was complete, the nurse disconnected the male adapter of the primary tubing set from the clave port of the extension tubing set. At this time, it was reported that the clave port separated from the semi-rigid female adapter of the extension tubing set. The extension tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.